Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes had bent cannulas and woke up to a line block alarm. There was patient involvement with no harm. This event captures the second of the three bent cannulas.